Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The reported error was confirmed via field evaluation but not replicated. Logs recorded error 32097 pointing to the acm. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was tested on a pftp where all test passed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a caller reported recoverable errors 32097 repeated, pointing to the universal surgical manipulator (usm)1. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs, and error 32097 was verified. The customer recovered the error and started the operation. The errors returned and the customer called back. The isi tse advised to recover the error, reboot the system, and proceed with 3 arms. The procedure was completed as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the system initially powered on without errors. The customer had an error when the ports were placed. The customer recovered from the error and started with robotic surgery. When the error reappeared, during surgery, the customer contacted isi tse for support. The procedure was completed with 3 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usem to resolve the issue with errors 32097. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.